Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the pulse generator system was implanted successfully; however, the physician noticed that the wrench would not engage. Another wrench was used with a similar problem. The physician suspected that the screw might have been stripped. There was no abnormality with the measurements of the device and the lead, so the procedure was completed without adverse event. The patient was stable before and after the procedure.